Event description:
Patient was admitted with progressive chest pain for staged pci of proximal ramus branch. Underwent pci and during procedure had a plaque shift to the lad requiring complicated bifurcation pci. This was further complicated by abrupt closure during pci of lm putting patient in cardiogenic shock. Patient went into cardiac arrest following insertion of balloon catheter, tvc insight catheter, removal of tvc insight catheter, balloon inflation (6atm for 7 secs), and removal of balloon catheter. Thrombus detected in lm. Required emergent lm stenting in an unprotected manner. Impella placed and pci restored left coronary flow. Post procedure massive exsanguination from l access site as groin hematoma and retroperitoneal bleed noted. Underwent emergent vascular repair of l femoral artery. Post impella removal, r leg became compromised requiring surgical repair and thrombectomy. She also underwent cooling protocol for cardiac arrest. Conclusions: successful angioplasty of l circumflex lesion but complicated by lm dissection, the lad, and cardiac arrest. Successful impella implantation. Successful salvage angioplasty of the lm, lad, and cx.